Event description:
The clinic reported that a laser vision correction patient was referred back to the clinic following a prk procedure in (B)(6) for evaluation of corneal haze. The patient's best corrected visual acuity was 20/20 in the right eye and 20/25 in the left eye. The surgeon performed an epi scrape and applied mmc .02% for 60 seconds. The patient was fitted with a bandage contact lens and prescribed steroids and antibiotics.

Manufacturer narrative:
(B)(4): epithelial ingrowth. No clinical support or service was requested. Customer is reporting incident only. No issues were reported on the equipment at the time of the patient's treatment. An annual preventative maintenance was completed on 3/17/2011 for this system. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.